Event description:
Following a diagnostic procedure on 11/11/1997, an angio-seal device was placed and hemostasis was successfully achieved. On 11/12/1997 at approx 8am the pt was placed on her side due to nausea, following which a hematoma was noted to form. Manual compression was applied; however, at 9am the hematoma was noted to be rapidly expanding. An ultrasound was performed on 11/12/1997 which confirmed the presence of a large hematoma. The pt was transfused with two units of packed red blood cells and transferred to ccu. On 11/13/1997 the hematoma was noted to be resolving and the presence of a pseudoaneurysm was ruled out. According to the physician the pt was discharged home in fine condition and with no other sequelae.